Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 on the main station could not be opened even though clicking sound from lash assembly was activating. A field service engineer (fse) upon arrival and inspection of the drawer, found that the plunger's u-shaped bend had snapped in half and required replacement. The fse successfully replaced the component, powered the station back on, and tested drawer functionality. Drawer passed all tests, including the hardware testing application. The customer successfully recovered the storage space into use application and accessed the pockets without any malfunctions. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 3.1 on the main latch clicking and drawer was not release. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer 3.1 on the main latch clicking and drawer was not release. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.